Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a small aneurysm measuring approximately 3cm located in the ophthalmic segment of the left ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines. During the procedure, it was reported the first pipeline (4.50mm x 10mm) had difficulty detaching from the capture coil. The microcatheter was advanced through the pipeline to bump the inside distal segment of it to release it from the capture coil. During the deployment of the second pipeline (4.75mm x 10mm), the proximal edge of the pipeline did not fully open and required manipulation of the catheter to fully oppose the vessel wall. The second pipeline also required manipulation of the catheter to release it from the capture coil similar to the first pipeline. Same event as MDR# 2029214-2014-00154 no patient injury was reported as a result of the procedure.